Event description:
It was reported that on (B)(4) 2011, a xience v stent was implanted in a heavily tortuous, re-stenosed, mid, right coronary artery (rca). Reportedly, the lesion was 80% pre-stenosed with a 40% residual stenosis post-procedure. Approximately 32 months later, at a follow-up visit, the patient complained of chest pains (angina) after exercise beginning on (B)(6) 2012, which was a worsening of a pre-existing condition that existed prior to index procedure. This was reported as unstable angina. On (B)(6) 2012, a percutaneous coronary intervention (pci) was done in the target vessel. The symptoms are listed as serious and continuing. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effect of angina, as listed in the xience v everolimus eluting coronary stent system instructions for use is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.